Manufacturer narrative:
Correction to impact coding removal/addition. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker therapy was previously turned off due to an unknown reason. It was thought in medical records that this patient was deceased. Currently, it was revealed that this patient is alive and stated their leads needed to be replaced and that they are in the hospital for severe aortic stenosis and requires a tavr device. This patients heart rate was in the 50 beats per minute range this day. Additional information was requested from the field in which no response was received. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker therapy was previously turned off due to an unknown reason. It was thought in medical records that this patient was deceased. Currently, it was revealed that this patient is alive and stated their leads needed to be replaced and that they are in the hospital for severe aortic stenosis and requires a tavr device. This patients heart rate was in the 50 beats per minute range this day. Additional information was requested from the field in which no response was received. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.